Manufacturer narrative:
.

Event description:
It was reported that the vns patient would periodically have bradycardia. The patient does not have bradycardia at the moment. The physician is unsure whether the bradycardia is related to vns. Attempts for additional relevant information have been unsuccessful to date.